Manufacturer narrative:
Further info from the reporter regarding event, product, pt details has been requested. No additional info available at this time. The event of "lumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Nurse reported a pt told them 3 months after injection by another healthcare professional with juvederm in the oral commissures, they developed "lumps under [the] skin." Symptoms resolved a few weeks after treatment with "antibiotics and steroids."